Event description:
It was reported that during a cardiovascular procedure, after the catheter was inserted and the balloon inflated, a leak was found in the balloon. Another catheter was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete.